Event description:
Pt's meter was reading either inaccurately low and prompting error messages. Medical affairs specialist called and spoke with pt and obtained the following. Pt explained that about a couple of months ago they attempted to test their blood glucose level at bedtime, however, the meter would only prompt "clean test area". They obtained the same message after cleaning the meter. They then proceeded to take their isulin. They took their r insulin based on a guess and went to bed. Sometime during the night spouse woke up because pt's leg had been shaking. Spouse was unable to wake pt and decided to call 911. Before the emt arrived they had given pt orange juice. The emt obtained a "40 something mg/dl" and treated pt with a cola. They were tested every half hour for an unk period of time, until their blood glucose level stabilized. Pt was not hospitalized. Pt suffered an adverse event and serious injury, since they were unable to obtain a blood glucose reading. The customer service representative walked pt through a successful check strip test and did not replace the meter. Pt reported that they had cleaned the meter several times, since they first reported the issue and the meter only prompts "clean test area". The clean test area" issue has not been resolved. Medical affairs specifialist replaced the meter.